Event description:
Infant was being transported from or to picu. Pleur-evac was noted to have a small kink in patient tubing. As pleur-evac was positioned on side rails of bed, it became severely kinked. This resulted in the pleur-evac tubing becoming occluded with blood causing the chest tube to become occluded. Another chest tube had to be inserted to drain blood. The patient did not suffer from any permanent injury.

Manufacturer narrative:
Investigation results: corrective action was requested of the tubing supplier to identify the root cause. A visual aid was created and placed in incoming inspection room, so defects can be found prior to going to production room and also to demonstrate correct coiling method. The hoses will now be placed in bins, which provide a flat surface to prevent kinking.